Manufacturer narrative:
Pump was received with frozen screen due to moisture damage on the electronics. Moisture damage found on the motor. Unable to verify black display or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to frozen screen. Pump had cracked case at display window corners, battery tube threads, and minor scratched display window.

Event description:
The customer called to report that the display did not function properly after he jumped into a pool to save a baby rabbit. The customer's blood glucose reading was 252 mg/dl. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and returned for analysis.